Event description:
It was reported that the ilet pump screen was cracked, which prevented the user from announcing a meal; a replacement device was shipped. Symptoms included no adverse clinical effects. Outcomes included no impact on health. Investigation included a review of the complaint details and coordination of device replacement and return. Investigation of this case revealed a damaged display that impaired user interaction without generating alerts or alarms. It was concluded that the device exhibited a screen malfunction consistent with physical damage, and the user was instructed to shut down the device and return it; ilet data would not transfer to the replacement, and the user could continue cgm use with the dexcom app or receiver.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.